Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the surgeon stated that the clips did not close completely on the cystic duct and fell off. They pulled another device with no further consequences. There was no consequence to the pt.